Event description:
The customer reported that when the patient got up from the wheel chair, the sensor pad did not send a signal to the alarm to sound. The patient fell. There was no patient injury.

Manufacturer narrative:
(B) (4) - sensing. Return of the product has been requested but has not been received. (B) (4).